Event description:
Pt implanted with a heartmate 3 lvad on (B)(6) 2017. Pt admitted on (B)(6) 2018 due (B)(6). Infectious disease consulted and pt started on IV antibiotics. Tee done on (B)(6) 2018 which was negative for vegetation. Chest / abdomen / pelvis CT on (B)(6) 2018 without an obvious source of infection. ICD extracted on (B)(6) 2018 due to concerns that the device was seeded with bacteria. Pump exchanged considered too risky due to frailty. Discharged with IV antibiotics for 4 weeks then converted to po. Admitted on (B)(6) 2019 with a fluid collection at the inferior aspect on the sternotomy incision with concern for infection. Site was debrided on (B)(6) 2019 with wound vac placement. Cultures of the tissue sent during the debridement on (B)(6) 2019 were (B)(6). Discharged on (B)(6) 2019 on IV antibiotics. Due to the fact that the pt has recovered the pt was admitted again on (B)(6) 2019 with plans to exchange the heart mate 3 lvad pump. The pt was taken to the operating room on (B)(6) 2019 for the pump exchange. During the procedure the surgeon noted purulence oat the lvad pocket site and along the driveline inside the mediastinum. Surgery went well. The pt is currently recovering in the cvicu.